Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug via an implantable infusion pump for no n-malignant pain. It was reported that the patient had the pump replaced from a 40 ml to a 20ml because the patient was smaller and the 40 ml was too big on (B)(6) 2016. No further complications were expected or anticipated.